Event description:
The customer reported via phone call that they were visited emergency medical services for low blood glucose. The customer¿s blood glucose level was 42 mg/dl at the time of incident. The customer¿s current blood glucose value was 193 mg/dl. It was unknown if the customer was using auto mode or not at the time of incident. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.